Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred with the generator and handpiece during the procedure. When the monopolar pencil was used and coagulation mode was selected, the unit performed in cut mode instead, resulting in an injury and bleeding. Floseal was applied to the area.

Manufacturer narrative:
Section from previous report was incorrect and has been revised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One used valleylab ft10 generator was returned for evaluation, and examination of the sample confirmed the reported issue. During simulated use testing with a test bovie pencil, when activating the cut function by pressing the coag key on the bovie pencil, the cut operation became active. When activating coag by pressing the cut key on the bovie pencil, the coagulate function became active. The coag function would not activate when pressing the coag key. The monopolar 1 circuit was inspected and was found to have thermal damage between pins 8 and 9 (connector p508). The cause of the failure was determined to be due to a damaged steering relay board. The steering relay board was replaced to address the condition. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred with the generator and handpiece during the procedure. When the monopolar pencil was used and coagulation mode was selected, the unit performed in cut mode instead, leading to an injury to the patient. Additional details were requested but the specific details of the injury, including how it was treated and the patient status were not provided.